Event description:
Customer's father reported hospitalization due to high blood glucose. Caller stated that his son had leaking infusion sets. Customer was also using manual injections. Caller stated that his son almost died. The blood glucose reading at the time of the event was over 500 mg/dl. Customer is not used to manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.